Manufacturer narrative:
The caller advised that the bed was purchased secondhand from a (B)(4) flea market, and it has been in his possession for 13 months. He did not have the bed serviced before he began using it. The failure mode described is consistent with a previously investigated issue that has been corrected. It was identified that the junction box supplier used the incorrect type of resistor on the pcb, which did not meet engineering specifications. As a corrective action, the engineering prints were updated to make the specifications more clear. Additionally, a field correction (z-2399-2016, z-2401-2016, z-2402-2016) was initiated to recall the impacted units in the field. Customers were notified that the affected junction boxes needed to be returned to invacare and replaced. The serial number of the subject bed falls within the scope of the recall. There is no record of the bed's junction box being replaced under the recall. The caller agreed to return the junction box to invacare for inspection. If additional information becomes available, a supplemental record will be filed.

Event description:
A medical equipment supplier reported that when he attempted to raise the bar600ivc bed, the junction box began to smoke. No injury was alleged.